Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in the endovascular treatment of a patient. It was reported that during the index procedure, the guidewire failed to insert through the guidewire lumen of the balloon catheter. The balloon catheter was not inserted into the patient and was replaced with another product. Per the physician the cause of the event is due to product issue. No additional clinical sequelae were reported and the patient is fine.